Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, prior to use, the device had difficulty to open. There was no patient involvement.